Manufacturer narrative:
This report is submitted (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site and was subsequently treated with oral ant topical antibiotics for a duration of ten days, starting on (B)(6) 2016.